Manufacturer narrative:
Bci field service engineer (fse) visited the site on (B)(4) 2011 and flushed out a clogged line in the eic (electrolyte injection cup) block. The fse inspected the flowcell and found it acceptable. The calibrations and the qc passed the specifications.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak on unicel dxc 800 pro synchron clinical system. The customer stated that ise injection cup was not draining and overflowing into compartment. Bci customer technical support assisted the customer with troubleshooting and had the customer stop system function and place paper towels on the floor. No fume was produced and the customer was neither harmed nor needed medical treatment from exposure to leakage. There was no effect to patient or user.